Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken main tube approximately at the distal tip. Small fragments were found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken shaft at the working end. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the central sterilization first assist (csfa) and obtained the following additional information: the customer confirmed that there was no patient involvement. This instrument arm was damaged while in sterile processing. The tip was caught in between two containers.